Event description:
It was reported that the device displayed a different serial number. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl and service history review found that during a previous repair the manufacturer representative had replaced the internal battery on the circuit board and erased the software data. The manufacturer representative installed the software again, and the serial number was entered incorrectly at that time. The correct serial number is (B)(6) and the incorrect number was (B)(6). The cause of the customer reported problem was incorrect entry of the serial number. The manufacturer representative registered the correct serial number in the device's program, and the pump passed all functional tests and performed as intended after repair.